Manufacturer narrative:
Additional, changed, or corrected data: b.5, d.7, g.3, h.6.

Event description:
Rupture occurred on the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product and confirmation from the physician has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late and visibility/ palpability.

Event description:
Patient reports ¿felt that her breasts were different¿, left side ¿popped¿ and ¿free fluid floating around.¿ device remains implanted.